Event description:
Report received of a tubing set separation during a blood transfusion. The customer states that the set primed with saline without problem. The blood tubing was connected to the secondary clave port on the cassette. The blood tubing was backprimed and no leak was noted at that time. The blood transfusion was initiated at 125cc/hr, total volume to be infused was 250cc's. The clinician left the room and returned in five minutes to find the blood leaking "everywhere". It was reported by the customer that where the clave secondary port and cassette are glued together was completely severed on one side". The blood transfusion was a routine transfusion. The tubing set was changed and the transfusion resumed. Additional patient information was requested, but no further information was available. No report of adverse patient effect.